Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Oversensing of noise was also seen on the rv channel. A visible insulation break of the rv lead was observed on fluoroscopy. Surgical intervention was performed and the rv lead was partially extracted into the superior vena cava but the physician ultimately decided to abandon the rv lead which is no longer in service. No additional adverse patient effects were reported.